Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a nasogastric tube. The customer reported that a physician attempted to remove a nasogastric (ng) tube that was placed at the bedside of a patient two days prior for gastric distention. Resistance was met. The ng tube was retracted and the physician attempted to remove the tube but stopped when met with resistance. Another attempt for removal was made by a physician following repositioning and it was successfully removed. Upon examination of the ng tube, it was noted that the tip was missing. Flexible nasolarynogoscopic examination was performed. The tip of the ng tube was noted to be in the right nares between the septal spur and the right lateral nasal wall and could not be removed with forceps. Attempts were made to release the tip of the ng back into the nasopharynx and into the oropharynx, but unsuccessful as well. Rigid endoscopy was then performed, which did not reveal the foreign body. Direct laryngoscopy revealed the ng tube to be in the hypopharynx. It was removed with blakesley forceps. The pt tolerated well but experienced epistaxis. Surgical fibrillar was placed which controlled the bleeding. (B)(4).

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.